Manufacturer narrative:
Correction b3- date of event.

Event description:
Additional information was received indicating the issue of unexpected ipg shutdown was resolved following implementation of a software update.

Manufacturer narrative:
The event of liberta turning off second time was reported to abbott. The liberta firmware version check software confirmed the current nordic version of the ipg is 1.1.1.29 and the current msp version is 1.1.1.67 indicating the fw update was completed successfully. Since the update has been completed, the patient's therapy will no longer turn off unexpectedly. The issue has been resolved. The results of the investigation are inconclusive as the device was not returned for evaluation; however, data logs were received. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported the patient's ipg shutdown unexpectedly on multiple occasions. As a result, troubleshooting was able to restore therapy. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.

Manufacturer narrative:
Date of event is estimated. Patients weight was not provided. The device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024. Fsca number is pending.